Manufacturer narrative:
The reported events were lead dislodgement and failure to advance stylet inside the lead. As received, a complete lead without a stylet was returned in one piece. The reported event of failure to advance stylet inside the lead was confirmed. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil. The cause of the reported event of failure to advance stylet inside the lead was isolated to the inner coil clogged with blood/body fluids. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Corrected data: b5 and h6 updated to reflect there was no syncope present, and "no" was selected for section d8.

Event description:
Correction: the fall the patient had was not reported to be related to the device, and thus, there was no syncope present.

Event description:
It was reported that the patient present in clinic due to syncope and the physician contacted the field representative as a result. Upon inspection via fluoroscopy, it was noted that the right ventricular (rv) lead was dislodged. While trying to reposition the rv lead, the physician encountered difficulties advancing the stylet in the lead. The rv lead was explanted and replaced. The patient was stable throughout the procedure.